Event description:
It was reported to philips that the system's estop was active, preventing geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned using another system without delay. It was reported to philips that the system displayed an "e-stop active" message. The customer reported that the emergency stop could not be cleared, which prevented the table from locking. Review of the logfile shows application error: unable to communicate with geoipc. Sid is unknown and no movements are available. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and asked the biomed to move the cables attached to the table-side controller, which triggered bodyguard errors and requested onsite support to clean and calibrate the bodyguard. The philips field service engineer (fse) checked the system onsite and found that the e-stop message could not be cleared due to a broken e-stop button and internal cable damage on the geo module/controller. To resolve the issue, the fse replaced the geo module, installed firmware and calibrated the bodyguard. The defective part was sent for analysis, for geo pc no malfunction was observed. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.